Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-aug-2023. Investigation summary: a complaint of sets coming loose at the drip chamber was received from the customer. Two sample were returned for investigation. Through visual inspection, the customer complaint was confirmed. The drip chambers were separated from the rest of the set. No solvent was noted on the tubing or drip chamber. One of the drip chambers were slightly deformed at the connection site to the rest of the set. A device history record review for model 10013364t lot number 22119414 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this separation issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ texium¿ secondary sets came loose below the drip chamber while priming them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "today, as I was priming sets with saline, 2 of the sets with the above lot number came loose below the drip chamber where the product should be bonded. Last week, there was a chemo spill reported within our oncology infusion center, and we were unable to, for sure, determine the lot number and expiration of the affected product as the trash was gone. I suspect that it was the same lot number as well. Are you able to provide the lot number of the affected product? - yes, lot (10)22119414. Is there sample available to return for evaluation? - if yes, please provide the address for us to generate the fedex label. Yes. Was the issue discovered prior to use or during use on patient? - yes, I was priming the tubing with saline within the hood. Was there any leakage observed? - yes, from the drip chamber. Was there any adverse event or serious injury reported? - no".

Event description:
It was reported that 2 bd alaris¿ smartsite¿ texium¿ secondary sets came loose below the drip chamber while priming them. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "today, as I was priming sets with saline, 2 of the sets with the above lot number came loose below the drip chamber where the product should be bonded. Last week, there was a chemo spill reported within our oncology infusion center, and we were unable to, for sure, determine the lot number and expiration of the affected product as the trash was gone. I suspect that it was the same lot number as well... Are you able to provide the lot number of the affected product? Yes, lot (10)22119414. Is there sample available to return for evaluation? If yes, please provide the address for us to generate the fedex label. Yes. Was the issue discovered prior to use or during use on patient? Yes, I was priming the tubing with saline within the hood. Was there any leakage observed? Yes, from the drip chamber. Was there any adverse event or serious injury reported? No ".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.